Manufacturer narrative:
The end user's spouse declined service/repair to the motorized wheelchair and has informed hoveround that the end user has discontinued use of the mpv4 motorized wheelchair. Due to declined service/repair, parts were unavailable for evaluation.

Event description:
The end user alleges while descending a non-ada compliant ramp in the motorized wheelchair, the unit stopped and she fell out of the seat. Allegedly, as a result, the end user fractured her right shoulder and required hospitalization. End user advised she was not wearing a seat belt.